Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with slight wearing observed on the lens. Event history log review was unable to download entire log. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "showed lec 1720 code" was able to be duplicated. During investigation power, up of the pump displayed lec 1720. Simulated use was unable to download event log, and unable to completely power up the pump or read out the pump error log. The event log was only partially downloaded. According to the investigation, the 1720 error code is power backup capacitor failure. Service replace the backup capacitor. Visual inspection confirms slight wearing on the lens. The lens was also replaced. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "error 1720, and had lens scratches". It was reported that there was no patient involvement.